Event description:
On 11/30: customer reports fluoro failed during pt procedure. Customer did not provide procedure type or pt info. Customer reported that the pt was not under anesthesia, and was moved to another room, where the procedure was completed. No reported injury.

Manufacturer narrative:
Field service engineer found a fuse blown in the generator and replaced it. Field service engineer also replaced the cpu board, table display, and transducer pcb board due to reported table issues. The reported issues were resolved and the system was returned to full service.